Event description:
It was reported that the ilet bionic pancreas displayed a ¿dosing stopped¿ alert while the user was in bg run mode, which had automatically expired after the 72-hour limit. The user did not start a new continuous glucose monitor (cgm) sensor and requested dosing guidance. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to operating the system beyond bg run mode requirements, characterized as an improper or incorrect procedure; no specific component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.